Manufacturer narrative:
(B)(4) - trouble positioning lens. Device evaluated by manufacturer? No lens was lost by the facility. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens but had trouble positioning the lens in the patient's eye, so the lens was removed. The back-up lens was implanted the following day. The reporter stated the facility had lost the lens so it will not be returned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.